Manufacturer narrative:
The complaint was confirmed. Investigation revealed that the pump missed the alarm consistently for bubbles of 1/4 inches and 1 inches, but set the alarm successfully for bubbles of 2 and 1/2 inches. The missed alarm error occurred due to a software bug and such bug has been removed in the version 5.1.08z code, under (B)(4). The device was repaired and retested to meet all the specifications on 05/12/14. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00079_(B)(4)) on 10/26/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The device was reported to have a possible air-in-line failure issue. No patient injury or harm was involved in this case.